Event description:
It was reported that the preloaded intraocular lens (iol) was not implanted because the second haptic was not on the optic. This event occurred prior to patient contact, during handling. No further detail was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a - lens was not implanted. Section d6b - explant date: n/a - lens was not implanted. Section e1 - email address: unknown, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: jun 25, 2025. Section h3 - device evaluated by manufacturer? Yes. Corrected data: section h4: device manufacturer date: mar 26, 2023. Device evaluation: visual inspection revealed that the complaint handpiece was received with the plunger rod advanced. Viscoelastic residue was not observed to be evenly distributed throughout the cartridge; no cartridge tip or cartridge issues were observed. The lens module, device assembly, plunger rod, and plunger rod advancement were inspected; no issues were observed. The lens was received coated in viscoelastic residue inside an open pouch. The lens was cleaned revealing no issues. The complaint issue "haptic detached" was not identified during product evaluation. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.